Manufacturer narrative:
Product analysis: analysis was unable to confirm that the software could not be updated on the programmer. However the programmer failed analyzer signal tests and calibration value tests. The analyzer flex was replaced. It was also noted that the tab on power cord bay door was bent and the power cord bay was replaced. All identified issues were resolved and the programmer then passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that attempts to update the programmer software via universal serial bus (usb) and software distribution network (sdn) were unsuccessful. The programmer was returned for service and tested out-of-specification during manufacturer's analysis. There was no patient involvement.